Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported that the customer insulin pump received a motor error alarm and a no delivery customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed due insulin pump was not available. The customer¿s parent stated that they will call back to troubleshoot once customer gets back from work. The insulin pump is not expected to return for analysis.